Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: a 407652 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the device had reached eri (elective replacement indicator) and that during the device change out procedure the physician noticed that both leads had been ¿twiddled¿. The physician untwined the leads. It was noted that the atrial lead¿s impedance had increased and that the right ventricular (rv) lead¿s impedance has had a slow increase over the past two years. Both leads were tested and revealed no noise or impedance spikes, therefore the physician elected to leave the leads implanted and to discuss with the patient at a later time. It was then further reported that the rv lead had a possible fracture and had high impedance. It was noted again that the rv lead had been twisted in the pocket from twiddler¿s syndrome. The rv lead was explanted and replaced. The atrial lead remains in use. No patient complications have been reported as a result of this event.